Manufacturer narrative:
One opened reservoir was inspected and tested. The reservoir passed the manual and high-pressure test within specifications. No leaks were observed on both rings during the analysis.

Event description:
Customer reported possible leakage on reservoir.